Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient experienced a driveline infection beginning in (B)(6) 2014 and received medical management. On (B)(6) 2014 the patient was admitted with copious purulent, foul-smelling drainage from the driveline site. Cultures were positive for an unspecified staphylococcus infection. The infectious disease service was consulted and involved in the patient's care. The patient was treated with wound vac therapy and antibiotics and was discharged on (B)(6) 2014 with a chronic wound infection. The patient will continue to be monitored.

Manufacturer narrative:
A specific cause for the reported driveline infection cannot be determined. The patient remains ongoing on the vad and will continue to be monitored; no further events have been reported to the manufacturer at this time. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time.